Event description:
On (B)(6) 2025, it was reported through the ilet experience study that on (B)(6) 2025 the user experienced hyperglycemia with vomiting and was diagnosed with diabetic ketoacidosis (dka), requiring an ER visit and hospitalization. Follow up attempts to obtain additional information have been unsuccessful and no further information is available.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. Follow-up attempts to obtain additional information from the user have been unsuccessful. A follow-up report will be submitted when investigation is completed.